Manufacturer narrative:
The associated complaint devices were not returned. The product remains implanted. The product remains implanted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient presented with wound dehiscense in the anterior left knee. The patient underwent revision of the skin wound. Per the op notes, the incision was entirely broken down and the several areas were indicative of an allergic reaction to the subcutaneous sutures.